Manufacturer narrative:
B3: date of event - estimated as 45-days post implant. B5 describe event or problem updated. B6 relevant tests/laboratory data updated. B7 other relevant history updated.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2023, a thrombus was identified via transesophageal echocardiogram (tee). In (B)(6) 2023, a follow-up tee revealed the thrombus had resolved. In (B)(6) 2023, tee showed a thrombus present on the closure device. The patient was instructed to resume apixaban in response to the thrombus. It was further reported during the routine follow-up examination in (B)(6) 2023, a peri-device leak measuring 2-3mm was noted. No peri-device leak was identified during the follow-up examination in (B)(6) 2023.

Manufacturer narrative:
B3: date of event - estimated as 45-days post implant.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2023, a thrombus was identified via transesophageal echocardiogram (tee). In (B)(6) 2023, a follow-up tee revealed the thrombus had resolved. In (B)(6) 2023, tee showed a thrombus present on the closure device. The patient was instructed to resume apixaban in response to the thrombus.